Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 b and 6.1 e had failed pockets and displayed an error as device not detected on bus across rows of cubies. The customer attempted to reboot and recover the drawer, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 b and 6.1 e had failed pockets and displayed an error as device not detected on bus across rows of cubies. A field service engineer (fse) reseated all row board and retractor band connections, cleared all debris from the drawer, and reseated all cubies to resolve the issue. Booted the station and tested functionality. The system functioned as intended after the field service engineer repaired the device.